Event description:
This 57 year old male underwent a coronary catheterization. Procedure was complicated by ams with acute cva picture. Upon awakening from procedure, patient noted to have right sided weakness, right facial, and dysarthria. Tpa bolus and infusion given. Right sided deficits completely resolved; however, patient is endorsing constant diplopia. Patient transferred to another facility for stroke and eventual angioplasty to vein graft. No residual cva symptoms noted on follow up, and patient returned to work.urgent medical device removal for boston scientific expo angiographic catheter received on friday (B)(6) 24 and all of the boston scientific expo catheters including the identified affected products in both issue. Stores and the cardio/cath lab were immediately removed and replaced with a new product.